Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed electromagnetic field immunity and uplink functional tests; the rf head cable found out of electrical specification. Analysis also found the rf head label was delaminated and the rf head cable was stiff and twisted. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.